Manufacturer narrative:
Corrected information: lot number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of an x-mars set, the customer noticed an external fluid leak. This occurred within a few minutes of starting prime during cycle 3. The x-mars set came apart at the connection between the dialyzer and the tubing. The tubing separated from the point where it should be bonded. There was no patient involvement. No additional information is available.